Event description:
The system 5 dual trigger rotary was sent for service and during failure analysis. It was noted that the handpiece ran without user activation. There was no pt involvement and no adverse consequences associated with the device.